Manufacturer narrative:
The event is captured by edwards lifesciences under complaint number (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The device was not returned for evaluation, as it remained implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Report was received from germany of a pascal precision p10 procedure in mitral position. Approximately two months post-procedure, the patient returned to cardiology with worsening symptoms. Upon evaluation, worsening mitral regurgitation (mr) was diagnosed, with leaflet perforation suspected. During the initial procedure, only one device was implanted. At that time, initial mr grade was severe grade 4, and mr post-procedure was moderate grade 2. The patient anatomical challenges presented included a flail leaflet and calcified annulus.

Manufacturer narrative:
Information added/updated to section b2, b4, b5, d4 (serial number, expiration date and primary unique device identification (UDI) number), e1 (telephone number), g3, g6, h2, h4 and h6 (health effect impact code, type of investigation, investigation findings, and investigations conclusions) e1 (telephone number): (B)(6). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant damages leaflets over time was confirmed with other empirical evidence. No manufacturing non-conformities were identified from the investigation. As no images were received for this adverse event, an imaging evaluation (ie) could not be performed. No device issues were reported. Per the event description, the patient presented with anatomical challenges, specifically a flail leaflet and calcified annulus that may have contributed to the reported event. However, this information did not lead to a definitive mechanism for a potential root cause, therefore, a definite root cause is unable to be determined. Per the instructions for use (IFU), deterioration of native valve (e.g. Leaflet tearing, retraction, thickening) is a known potential adverse event which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to this event type.

Event description:
Per the report received from germany, of a pascal precision p10 procedure in mitral position. Approximately two months post-procedure, the patient returned to cardiology with worsening symptoms(decompensation). Upon evaluation, worsening mitral regurgitation (mr) was diagnosed, with leaflet perforation suspected. During the initial procedure, only one device was implanted. Initial mr was severe grade 4, and mr post-procedure was moderate grade 2. The patient also presented with anatomical challenges, specifically a flail leaflet and calcified annulus. At time of this investigation, the patient would be treated surgically due to leaflet tearing.